Event description:
It has been reported to the company that after the stenting procedure was completed the occlusion balloon would not deflate. The balloon came down a little but not all the way; there was some flow going distal. The physician stented the lesion and then removed the partially deflated balloon back through the stented area.